Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated, showing a warning message on the programmer which indicated an elevated current consumption. Therefore, the pacemaker memory content was analyzed, confirming this observation. The battery status was eri, which was activated on 28-aug-2019. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri mode. The therapy functionality was still fully functional. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be almost depleted. Subsequent thorough investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor. However, the therapy functions of the device were not compromised as the user was still alerted by a warning message in a timely fashion. The manufacturing records document a flawless device production. The current consumption was normal and expected. However, the date of occurrence was not determinable.

Event description:
This device was explanted on (B)(6) 2019 due to depleted battery and battery alerts. Based on the results of the device evaluation received on (B)(6) 2019, this event is reportable.